Manufacturer narrative:
(B)(4). The actual device is reported to be unavailable; however, photographs of the device were received and will be evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from its tubing during patient infusion. The reporter stated that they noticed ¿micro holes in the component¿ but did not specify what the component was. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During photographic inspection a small hole was observed in the tubing of the device. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.